Manufacturer narrative:
The unit passed displacement, sleep current measurement, active current measurement, and self tests. During testing however, an "insert battery" message would pop up on the screen from time to time. After further review, there is some white gunk on the battery cap connectors and at the top of the battery compartment. Did not note any signs of previous moisture presence or corrosion on the battery board or any of the boards, assemblies, and the motor inside the unit. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated insulin pump had white color inside the battery compartment and all over the battery cap. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.